Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. During deployment, when removing the lock line (ll), resistance was felt and the ll could not be removed. The clip was inverted and removed with the cds. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from the lot. Based on the available information a cause for the reported mechanical jam (lock line) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.